Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board and upgraded the software to the latest revision. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator was alarming and the screen froze. The patient was removed from the ventilator and transferred to an alternate device. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.